Manufacturer narrative:
Reference natus complaint (B)(4). Based on risk assessment conducted may 25, 2017, it was determined that there is a risk of injury if the malfunction were to recur. There have been no reported injuries. Reference field corrective action number: 3010611950/06/09/2017/001-r.

Event description:
Excessive static noise observed in elite probe.